Event description:
Per rep, this system was removed due to infection. A new system was implanted on the opposite side and because the rep and physician felt the infection was not device related, it was discarded by the hospital. Also removed: setrox s 60, MDR: 1028232-2008-00177. Cylos dr-t, MDR: 1028232-2008-00176.